Event description:
Spontaneous communication: patient stated that her pump is beeping and displayed no disposable error message. Patient tried to take the cassette off and put it back on, made sure nothing was loose, she even switched to the back up pump and the same beeping and error message displayed on the second pump. Patient started new mix using new cassette and pump is working. (Pump serial number: (B)(4)). Cassette lot number: 4235231. No other information provided. Has this incident happened within the past 6 months? No; has this pt reported a pump malfunction within the past 6 months? No; no other info available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.